Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services advised to bring the patient in for some testing and programming. There were no additional adverse patient effects. The system remains implanted.